Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on an unknown date in 2012. The patient underwent a secondary procedure on an unknown date to treat a reported type ia and type ib endoleak. The physician elected to use a non-endologix thoracic extension to treat the type ia and a limb extension to treat the type ib. The secondary procedure concluded with the type ia unresolved and a possible type iiib endoleak present. It is unknown if the limb extension resolved the reported type ib endoleak. The physician is planning to treat the patient, possibly by reline. Additionally, anatomical factors may require the tertiary treatment to be completed using non-endologix devices. The date for the planned treatment and the current patient condition was not initially reported.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure a type 1a, 1b and 3b endoleak were discovered. An intervention was completed on 01oct2018. The physician implanted a thoracic stent 40x100mm (non-endologix) and two covered stents distally 20x40mm (non- endologix). The reported events were not resolved. Another intervention was preformed on 06nov2018. The physician relined/ implanted the original devices with another bifurcated stent graft and suprarenal stent graft extension. It was reported that the patient is doing fine and no sign of any endoleaks remain. On 11/27/2018. During clinical assessment, there was evidence to support the following additional findings of a type 1a and an type 3b endoleak of the cuff (suprarenal stent graft extension). A separate MDR will be filed.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 1a and 3b endoleak of the suprarenal stent graft extension (cuff). A type 3b and 1b of the bifurcated stent graft (main body). The type 1a and 3b of the cuff is most likely due to a hostile aortic neck anatomy; and, the type 3b endoleak of the bifurcated stent complaint is most likely device related (strata). The cause of the distal loss of seal (1b endoleak) event could not be determined. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. A separate MDR will be filed for the type 1a and an type 3b endoleak of the cuff (suprarenal stent graft extension). This report is for the bifurcated stent graft.